Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage on electronics assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose level was 312 mg/dl. The customer reported that there was fluid under the lcd. Customer stated they dis not hear fluid when shaking the pump. Customer said there were bubbles on the lcd of his pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.